Event description:
It was reported by the contact that the customer received an altitude alarm. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.